Manufacturer narrative:
The phosphate and calcium reagent lots and expiration dates were requested but not provided. The field service engineer replaced the gear pump head, checked and adjusted the pressure, and checked the laundry level. The issue re-occurred and the flow path of the analyzer was decontaminated. Hardware performance check showed acceptable results except for calcium. Retubing was performed. The customer performed calibration and precision testing which passed successfully. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the phosphate or calcium assay on a cobas 8000 c702 module. Patient sample 1, tested with the phosphate assay: the sample initially resulted in a phosphate value of 3.591 mmol/l and repeated as 1.406 mmol/l. Patient sample 2, tested with the calcium assay: the sample initially resulted in a calcium value of >5 mmol/l, accompanied by a data flag and repeated as 2.04 mmol/l, accompanied by a data flag. No questionable result was reported outside of the laboratory.